Event description:
A ventilator was returned to a third party service ctr for evaluation. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the third part svc ctr, the device failed a step during testing. The device was recalibrated to address the issue.